Event description:
Synovitis of both knees (synovitis). Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt (age is not provided), initials unk with osteoarthritis (kellgren-lawrence grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (two courses, it was reported that the age at the time of first synvisc injection was (B)(6)). On (B)(6) 2005, the pt rec'd her first intra-articular synvisc (hylan g-f 20) injection of the third course into both knees, dosage regiment not provided. The lot number of synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis of both knees. On an unspecified date in 2005, the pt rec'd treatment with intra-muscular betamethasone at a dose of 1.5 cc of for synovitis. The action taken with synvisc treatment was not provided. On (B)(6) 2005, the pt recovered from the event. Relevant concomitant medications were not provided. The intensity for the event was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Follow up info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results was rec'd on 04/09/2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicate trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case reports belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk relationship of the product is not affected by this report.